Manufacturer narrative:
(B)(4). Date sent: 8/7/2023. D4: batch # 855a75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned partially fired 1/3 with the reload pan bent and partially dislodged from the proximal end. In addition, 1 double driver out of position, no functional test was performed due to the condition of the reload. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch 855a75, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, that the reload could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.